Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said he believes the seal on one of the catheters was broken before he used and it caused him to get a urinary tract infection. He said he¿s not for sure that the catheters caused the uti. It is currently unknown if the patient received medical intervention.

Event description:
It was reported that the patient said he believes the seal on one of the catheters was broken before he used and it caused him to get a urinary tract infection. He said he¿s not for sure that the catheters caused the uti. It is currently unknown if the patient received medical intervention.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿unsealed area¿ with a potential root cause of "low seal parameters". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: wash your hands thoroughly with soap and water. Remove catheter from the pack. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. Gently insert rounded end of catheter into urethra. When urine stops flowing, remove catheter from urethra. Dispose of catheter."